Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia with blood glucose over 400 mg/dl after a large breakfast while using the ilet with a contact detach infusion set, with values trending down to 376 mg/dl and then 350 mg/dl over several hours. Symptoms included no acute clinical effects. Outcomes included no medical intervention, no emergency care, and no hospitalization. Investigation included troubleshooting and education via phone follow-up, confirmation of proper loading and infusion set steps, and review of device sync status. Investigation of this case revealed no device alerts or alarms and no confirmed device malfunction, with the cause of hyperglycemia remaining unclear. It was concluded that the event was non-serious and that a device-related root cause could not be determined. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.